Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: switzerland. During a laparoscopic stomach bypass surgery, a magazine containing ligation clips loosened from the applier and fell into the abdomen, along with nine clips. One clip dissolved in the stomach. The additional eight clips and the magazine was removed from the abdomen. There was a short delay in the surgery. No injury occured to the patient.

Manufacturer narrative:
The components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a (B)(6). We made a visual inspection of the cartridges. The first instrument had a broken off tip. We made a visual inspection of the fracture surface and found a deformed metal sheet. The second instrument had a crack, but no other visible damage on the component pick-up. The third cartridge had one clip missing. Furthermore we found no visible damage on the tip of the cartridge or component pick-up. No failure was found in the clip or the magazine. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. The root cause of the problem is most probably usage related. According to the quality standard and DHR files, a material defect or production/design error can be excluded. No pores, inclusions or foreign bodies could be found on the point of rupture. We assume an assembly error. There is the possibility that the slider sheet was deformed by breakage of the cartridge. For the moving magazine there is the possibility that the challenger ti applicator is damaged or an assembly error. No CAPA is necessary.